Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Manufacturer narrative:
One power supply was received for evaluation. Visual inspection verified the cords of the power supply box were frayed and wires were exposed. Due to the condition of the power supply a performance test was not required. Reported event of power supply having exposed wires was visually confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power supply box. The power supply box and cord were replaced and there were no adverse consequences reported by the patient.